Manufacturer narrative:
Product event summary: the device was returned analyzed but no issue identified that required full analysis.

Event description:
It was reported that the patient's device system was explanted due to sepsis and vegetation on the right atrial (ra) and right ventricular (rv) leads. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.